Event description:
Breg received legal notice of filed lawsuit with use of pain care product. Pt had left shoulder surgery on (B)(6) 2006 and alleges that breg pain pump was used. Pt now alleges glenohumeral chondrolysis and degeneration of cartilage.